Event description:
In 2006, a patient underwent emergent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. Following successful deployment of the trunk-ipsilateral leg component, an iliac extender component was placed in the introducer sheath and inserted into the patient's right side. The iliac extender was unintentionally deployed by the physician inside the sheath; however, the physician was able to pull the sheath free of the device, leaving it in place. A final angiogram demonstrated the absence of any endoleaks. A CT completed the next day showed a large distal type I endoleak resulting from inadequate overlapping between the two devices. The next day the type I endoleak was successfully repaired endovascularly. The patient tolerated both procedures and is reported to be doing well.